Manufacturer narrative:
Analysis of the AED's log files identified that once a new battery was installed and a manual self test run the AED was functioning as designed and could stay in service. The investigation into the battery pack associated with this complaint is underway and the root cause is not currently known.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the returned battery pack and log files from the AED identified an interrupted electrical communication between the battery and the AED, potentially due to residue or contamination on the battery contacts. The replace battery pack now warning was generated as a result of the loss of communication between the battery pack and the AED.despite the recorded rbpw warning, the battery pack was subsequently evaluated and confirmed to be fully functional. A shock delivery test was performed with the battery installed in a test AED, and the unit successfully delivered an adequate shock within specification.